Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 04, 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, during procedure three fluid loss alarm were displayed and there was a cervical leak noted but the temperature of the saline was not warm to touch. The procedure was completed with another genesys hydrothermablation procerva procedure set. A day after the procedure, the patient reported that she sustained perineal burn. An additional attempt has been made to obtain follow-up event details with no response from the clinician.